Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator (epg) was not capturing. Capture was confirmed when the same leads and cables were used with another epg. No patient complications have been reported as a result of this event.